Event description:
It was reported that on (B)(6) 2009, the patient underwent a catheterization procedure. It was noted that the proximal portion of the right internal carotid artery was a large vessel with ulcerative plaque and there was possible stenosis in the distal right external carotid artery of no significance. There was no significant obstruction in either left internal, external or common carotid arteries. On (B)(6) 2009, the patient underwent a stenting procedure in the mildly calcified right internal carotid artery, with placement of an xact stent. During the procedure, the patient experienced neck pain during post dilatation. Neo-synephrine, atropine and extra saline were administered; however, there was no hypotension or bradycardia noted. Post procedure, the patient developed a headache with nausea, vomiting and visual disturbances suggestive of a migraine. Medications were administered and the headache and related symptoms resolved. On the patient's 30 day follow-up visit, the national institutes of health stroke scale noted a left arm drift. There was no diagnosis of transient ischemic attack (tia) or stroke; however, the patient had a previous tia in (B)(6) 2009. No treatment was provided for the left arm drift and it is unknown if the left arm drift resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of headache, neurological deficit dysfunction, pain, and visual disturbances are known observed and potential adverse events of stenting procedures as listed in the xact carotid stent system instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.